Event description:
The customer reported the system was displaying an invalid input signal error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector on the ps1 power supply was reseated. The system was tested and found to be working as intended and put back into service.